Event description:
Nurse noted line split above hub when flushing broviac dual lumen catheter. Heparin and tpn were stopped. Attempted to flush line with normal saline and line was washed with alcohol above split and then clamped with a pair of kellys. Chart review indicated the patient was taken to surgery 4 times before adequate repair/replacement was done for the child who was totally dependent on central line access for tpn. A repair kit was not available when the surgeon secured 24 gauge peripheral intravenous plastic cannulas into the lumens of each line. Repair kit was available a few days after the break occurred from cook, the manufacturer. About a week later, the patient went to surgery for removal of retained central venous catheter. Several days after the surgery, another cook central venous catheter was placed in the left subclavian.